Event description:
Caller reported that insulin gauge displayed an amount different from expected, with the pump showing a fill estimate of 60 units instead of the anticipated 240 units. There was no adverse impact to the customer¿s blood glucose level. Caller was educated on the accuracy of the + value displayed and was instructed to deliver a bolus to adjust the estimate. After bolus delivery, the estimate displayed was 75 units. Caller was able to reload the cartridge and chose to monitor the situation, with a plan to follow up if necessary.